Event description:
End user purchased hd rollator from dealer. The first time they used the hd rollator, the wheel fork cracked. 6/22/2006 contacted end user's boyfriend. He said his girlfriend fell and hurt her leg when the fork cracked, but she did not want to go to the hospital.